Manufacturer narrative:
The initial reporter provided an update to the provided data and stated 10 additional patients were expected to recover reactive for the elecsys anti-sars-cov-2 assay. The 10 patients were tested by pcr methodololgy and were positive. Due to the pcr results, these samples were used as reactive validation samples during elecsys anti-sars-cov-2 assay validation. Refer to the attachment on the medwatch for the updated patient data. The patients samples were requested for investigation, and the customer provided 12 out of the 16 samples with questionable results. The investigation confirmed the customer's non-reactive results for the elecsys anti-sars-cov-2 assay. The investigation performed additional measurements with a rapid assay from creative diagnostics as well as a roche in-house assay detecting antibodies against sars-cov-2-s. All patients were non-reactive. The investigation determined there was no serological sign of a past sars-cov-2 infection in any of the samples. Further clarification of the observed discrepancies is not possible with the currently available methods and state of the art research tools. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Quality control was acceptable. Product labeling states: "the sensitivity of the elecsys anti-sars-cov-2 assay early after infection is unknown. Negative results do not preclude acute sars-cov-2 infection. If acute infection is suspected, direct testing for sars-cov-2 is necessary." (B)(6).

Event description:
The initial reporter received questionable false negative elecsys anti-sars-cov-2 results for six patients tested on a cobas 6000 e 602 module serial number (B)(4). The six patients were previously tested with pcr methodology. Due to the pcr results, these samples were used as reactive validation samples during elecsys anti-sars-cov-2 assay validation.